Event description:
On (B)(6) 2011, attempts were made for the return of the explanted lead and generator to the manufacturer for product analysis but they have not been received by the manufacturer to date.

Event description:
Additional information was received on (B)(6), 2012 when the physician reported that the heart attack was not related to vns.

Event description:
On (B)(6) 2011 additional information was received when it was discovered that the patient had a vns re-implanted that day.

Event description:
On (B)(6), 2011, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6), 2010 revealed that the patient had a couple of breakthrough seizures since his previous visit. The patient was listed to have a heart attack, and it is unknown at this time if that could have been a contributing factor. The clinic notes also revealed that on (B)(6), 2011, the patient had a couple of breakthrough seizures as well. The patient was referred for prophylactic battery replacement. Although surgery is likely, it has not yet occurred. Good faith attempts for additional information regarding the patient's increase in seizures were made to the physician but he reported that he would not care to share that information. When additional information is received, it will be reported.